Manufacturer narrative:
(B)(4). A CAPA has been opened to further investigate the reported issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unused device was received for evaluation. The unit was not returned in its original sealed overpouch. Visual inspection revealed that the blue winged luer cap was missing from the unit. The reported condition was confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume folfusor was missing. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot 12f003 was manufactured between may 31, 2012 and june 1, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.